Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. During the procedure, it was noted that the reference catalogue number and lot/batch numbers on the catheter inner package and the outer package were not identical. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received and based on the review, the lot number was confirmed and the issue was isolated to a single device; therefore, this report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. During the procedure, it was noted that the reference catalogue number and lot / batch numbers on the catheter inner package and the outer package were not identical. There was no reported patient injury.